Event description:
(B)(6) 2022 mpxr 959532 (con, rep): information was received from a patient and manufacturing representative (rep). It was reported that the patient had an infection at their implantable neurostimulator (ins) site. The device was explanted on (B)(6) 2022. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.